Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the patient had return of bladder symptoms ever since they had their deep brain stimulation system implanted, further stating that it worked until the brain stimulation system was placed. It was noted that the bladder was not working. Patient stated they had fooled around with the device and nothing was working. Patient stated they did not notice until a month after surgery because the patient mentioned it was like they had a stroke after the brain surgery. Patient also mentioned that there had been no luck with adjustments, two new batteries and patient had fallen down the steps. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating they had contacted their neurologist and the doctor was going to call them back. Patient reported that the issue had not been resolved.